Event description:
It was reported that patient underwent total hip arthorplasty in 2004. Revision procedure to replace acetabular components was performed in 2006, due to vertical position of the implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device noted scratches on modular head component evaluation could not determine if scratches were from in third body debris or removal.